Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip did not deploy. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device returned with the clip assembly attached, after a functional test, the clip did full deployment without any problem. Also, both arms are bent. No other problems with the device were noted. The reported event of the clip could not be deployed was not confirmed. Analysis of the returned device found that the clip arms were bent inward. This occurs when the physician unintentionally opens the clip inside the scope. The deformation of the clip assembly's bottom part was most likely due to the entrapment against the bushing. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2024. During the procedure, the clip did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.